Event description:
Complaint alleged that the liko lift right arm is not working. No injury alleged.

Manufacturer narrative:
Technician confirmed right leg is not working, found internal parts broken. Replaced gear rack and screws/friction plates to resolve this issue. Lift is back in service.